Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient had elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ion levels, a malpositioned acetabular cup, adverse reaction to metal debris, fluid and osteolysis were noted. Fluid in the anterior lateral quadrant of the hip measured 16.2x24.2x17.2mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch, 0001825034-2013-05964, is a duplicate of medwatch 0001825034-2014-04302.  This medwatch, 0001825034-2013-05964, is considered closed at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-05964 & 2014-07303).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ion levels, a malpositioned acetabular cup, adverse reaction to metal debris, fluid and osteolysis were noted. Fluid in the anterior lateral quadrant of the hip measured 16.2x24.2x17.2mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a right hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, a limp and popping and snapping was noted.